Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the ventilator. All testing¿s was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed 92 hour extended tests at the customer's settings. The ventilator failed the ltv final test for non-conformities with the flow performance test and with the calculated tidal volume average. These slight non-conformities would not result in a failure to ventilate properly.

Event description:
It was reported that the patient passed away while on the ventilator when he was at home. Ems was called, but the patient was already dead. The caregiver stated that the ventilator did not alarm, it was still ventilating the patient while he was dead. It was also reported that prior to this event, the patient was sent home from the hospital with sepsis and pneumonia.